Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pumps quick bolus feature was not working. During trouble shooting tandem technical support determined that the pump functioned as intended and educated customer on quick bolus functions. The customer acknowledged and continued using the pump for insulin therapy.